Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Company representative reported that a patient has explanted infected hardware from a hip implant. On 5/25/2017, company representative reported that all of the devices were removed during surgery and an spacer was placed. The surgeon could not determine which devices were specifically revised for the patient's infection. Additionally, it is unknown if they were stryker devices. A second stage revision is planned.